Event description:
It was reported to philips that the device won't boot due to collision error; geo module damaged by bleach spill on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
No fix documented; geo module replacement needed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).